Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image was blurry due to moisture inside the charged coupled device (ccd) and the device was reprocessed incorrectly due to a cut on the cable. However, a root cause for the moisture inside the ccd and cut could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a blurry image, moisture inside the charged coupled device, and the device was reprocessed incorrectly. There was no patient involvement.